Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the pads of the blood sampling valve (bsv) were loose. The fse tightened the bsv knob which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer while running samples in manual mode. The instrument was generating probe wipe obstructed errors when the leak was noticed. The volume of the leak was not specified. The fse was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.